Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited inappropriate shock due to no sensing in the atrium. The patient presented in clinic, and device interrogation showed no atrial capture or atrial sensing. Chest x-ray testing showed the lead was dislodged and pulled back into the superior vena cava. The device was reprogrammed. The patient was stable before, during, and after device interrogation.